Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, four days post-implant, the patient was suspected to have pneumonia versus systemic inflammatory response syndrome (sirs). The patient was diaphoretic, febrile with temperature of 38.5 degree celsius, and white blood cell count at 15.1 (16.2). Blood and urine culture done on (B)(6) 2022 were negative. Chest x-ray showed worsening right lower lobe (rll) effusion vs pneumonia. Respiratory cultures were sent and results were pending. Their procalcitonin was elevated at 1.58. The patient was started on vancomycin and cefepime for 7 days. Results form the respiratory cultures returned to be a few gram negative bacilli, rare gram positive cocci in chains. The patient was continued to be treated for lower respiratory infection. Vancomycin was also to be continued for suspected beta lactam gram positive bacteria. On (B)(6) 2022 at approximately 08:00, the patient had supraventricular tachycardia with rates increasing from 124 to 168 beats per minute (bpm) and persisting at that rate until 13:51 when the patient was emergently cardioverted. Post the cardioversion their rate was at a sinus rhythm of 105bpm. They had 2 runs of ventricular tachycardia (vt) sometime overnight which self terminated.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. Additionally, a direct cause for the reported infection could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.